Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that during the surgery, the tubing product showed leakage. No harm to patient, user or third parties reported.

Manufacturer narrative:
Result of investigation: article: 031524-10. Leak of the pressure dome subassembly. One of the pressure transmitting membranes has been found out of specification. Which resulted in not creating enough sealing pressure for high pressure to seal the pressure dome sufficient if high pressures are applied. Worn out injection moulding tool for the silicone membranes. The injection moulding tool for the membrane got repaired and new qualified. The risk is covered in the related risk file (sap-ID: (B)(4)), version: bb, risk-ID: 5.5.02). The occurrence level was rated with 1 (less than (B)(4).) According to the trend analysis, no further incident was found. In conclusion, the calculated complaint rate is (B)(4) and therefore lower than the expected complaint rate. The review of the risk assessment revealed that the overall occurrence level is within the anticipated occurrence and still adequate. Furthermore, IFU 97000138 v2.5, 03/2023 requires the system to be tested under point 10. Operation on page 5. Based on the investigation results, the reporting decision was adjusted accordingly. No harm to patient, user or third parties reported. No similar listed event(s) that caused or contributed to a death or serious injury. The case is deemed not reportable. Article: up210. Product not received for investigation and furthermore not causal. The event is filed under internal karl storz complaint ID: (B)(4).